Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Event occurred in (B)(6).

Event description:
It was reported that debris was found in the sterile package. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned packaging identified an unknown piece of debris within the sealed sterile cavity. Review of the device history records (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was non-conforming. The root-cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.